Event description:
Revised the ultima metal on metal surgery with duraloc option ceramic. In the surgery, extensive synovial hypertrophy and focal osteolysis was detected.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.